Event description:
Reporter alleged going to the hospital based on the results of the blood glucose monitoring device. Reporter stated after returning home from the hospital for an unrelated illness, glucose results were "hi" at 10:30 am and so returned to hospital. Reporter indicated lab was performed one hour later and measured 120 mg/dl. Reporter stated no treatment was received as a result of the alleged incident and no controls were used. A request was made for the return of the suspect device and replacement product was sent.